Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the implantable neurostimulator (ins) turned off and they felt a tingling sensation when they were near a large speaker system. The patient was able to successfully turn the ins back on with the patient programmer. No patient harm or injury was reported. No further patient complications were anticipated.